Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report patient factors (highly calcified annulus) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our british affiliate, during deployment of a 29mm sapien 3 valve in the aortic position, the balloon burst. The valve was deployed in the descending aorta and due to this location, an unspecified injury in the aorta occurred. The patient was transferred for post management care. Per report, the balloon burst due to calcification.

Manufacturer narrative:
Correction: CAPA reference for "valve movement on balloon". The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed and no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (tortuosity) and procedural factors (balloon torn) may have contributed to the event. A CAPA was previously opened to address complaints of valve movement on balloon. In addition, per management discretion a product risk assessment for valve movement on balloon has been initiated and referenced for additional information.

Manufacturer narrative:
Procedural cine images were submitted for review. The 3mensio, pre-op CT and procedural echo were not provided. The following observations and impression were made by an edwards physician proctor. Procedural cine review: 1. Mechanical mitral valve and tricuspid ring in place. 2. Bulky calcified leaflets 3. Correct alignment of the 3 cusps for the implant 4. Bav: no information about balloon size: it could be 25 mm ew balloon. 5. No contrast injection during bav to evaluate the dimension of the annulus 6. In the native annulus, the valve appears to be not in a correct position with the ds balloon: about 3-4 mm gap between the distal marker and the distal end of the valve. No information provided on valve alignment in the descending aorta. 7. Flex shaft seen far away from the valve, as if it was pulled too far. 8. Valve partially expanded at the distal end. The flex tip is against the proximal end of the valve while the triple markers are visible inside the flex catheter. 9. Proximal part of the balloon is trapped in the flex and cannot inflate 1 0. Balloon partially inflated while the valve has moved proximally off the working length of the balloon. 11. Due to inability to deploy the valve, the valve and delivery system are pulled back in the abdominal aorta toward the sheath. The distal end of the valve is partially expanded and is visibly larger than the sheath tip. Impossible to withdraw the valve into the sheath with this presentation of the valve. Any attempt will stress the delivery balloon wings till the rupture of the delivery balloon. 12. Valve in the abdominal aorta. No information but the team may wanted to inflate the valve in the abdominal aorta. However, the vessel is approximately the same size as the partially expanded portion of the valve. 13. Abdominal aortic rupture. 14. Maneuvers to manage the aortic rupture impression/recommendations: need CT scan to check the valve sizing to confirm the choice of s3 29 mm and to visualize and measure thoracic aorta. No problem with balloon inflation: balloon inflated in the images. Abdominal aortic rupture: the valve size was too big at the level of abdominal aorta causing rupture. In this case, for the deployment of the 29mm sapien 3 valve in the aorta, the team should have evaluated CT scan images to find an appropriately sized location where the aorta is 1-2mm smaller than the valve (usually thoracic aorta). Balloon damage: most probably related to the forces applied during the procedure (withdrawal).

Manufacturer narrative:
This supplemental MDR is being submitted for updated and corrected information received from an article. The additional information was received through our european affiliate as published in the journal article "balloon seal separation leading to sapien 3 transcatheter heart valve deployment failure: complications and management". Article reference: cockburn, james et al. "Balloon seal separation leading to sapien 3 transcatheter heart valve deployment failure: complications and management." Cardiovascular revascularization medicine : including molecular interventions, s1553-8389(21)00560-1. 24 jul. 2021, doi:10.1016/j.carrev.2021.07.025.

Manufacturer narrative:
Reference mfg. #2015691-2017-03545.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed that the crimp balloon was torn and some of the balloon wings were folded back, the inflation balloon was bunched at the distal tip, the fine adjust lock was broken and the device was unable to be locked (this damage likely occurred during handling of the device or shipping after the procedure was completed). No other abnormalities were observed. Functional testing could not be performed due to the condition of the returned device (crimp balloon torn). Dimensional testing was performed on the wall thickness on the crimp balloon along the tear and was found to be in within specification. In addition, imagery was reviewed. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed based on the condition of the returned device (torn crimp balloon and bunched inflation balloon). Inspection of the returned device and review of lot history and manufacturing mitigation's supports that no manufacturing non-conformance contributed to the complaint. Based on the imagery review, the following sequence of events was determined to have occurred: the valve was positioned in the native annulus with a gap between the distal marker and the distal end of the valve. The original report did not describe the valve moving relative to the markers when the flex tip was retracted. Therefore, it is not known if the valve moved after the flex tip was retracted or if the valve was not aligned completely during the valve alignment step. It was not possible to determine the cause of the misalignment with the information given. The next cine shows the valve partially expanded at the distal end. Since no contrast is visible, this image likely shows the valve after an inflation attempt. The flex tip is against the proximal end of the valve while the triple markers are visible inside the flex catheter. It is not known if the flex catheter was moved to this position after the balloon was deflated or remained in this position during the inflation attempt. It would not have been possible to fully inflate the balloon with the flex catheter in the position shown in the image. Only the distal portion of the balloon would have inflated, as reported. The flex tip was not retracted to the triple markers after this alignment was completed. The balloon was subsequently inflated. As a result of the proximal end of the inflation balloon being inside the flex catheter, only the distal balloon inflated and only the distal end of the thv expanded. The balloon is partially inflated while the valve has moved proximally off the working length of the balloon. The triple markers are still inside the flex catheter. It is likely that the balloon was inflated with the flex catheter at this position as it is not possible to move the flex catheter distally with the balloon inflated. The shape of the balloon suggests that there is no leakage or rupture at this point. It would not have been possible to fully inflate the balloon with the flex catheter in the position shown in the image. Only the distal portion of the balloon would have inflated, as reported. Subsequent attempt(s) were made to inflate the delivery system. The flex tip was still not retracted. Increased inflation pressure with the balloon partially inside the flex catheter may have damaged the balloon, causing the observed tear. Due to inability to deploy the valve, the valve and delivery system are pulled back to the sheath. The distal end of the valve is partially expanded and is visibly larger than the sheath tip. It would not have been possible to withdraw the valve into the sheath. Contrast injection also indicates that the vessel is approximately the same size as the partially expanded portion of the valve. With the balloon torn, it was not possible to remove all of the inflation media from the balloon. The resulting larger balloon profile and exposed balloon wings may have made it more difficult to withdraw the delivery system into the sheath tip. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that procedural factors (not retracting the flex catheter prior to balloon inflation) may have contributed to the event. Review of complaint history reveals that the occurrence rate for this trend category did not exceed the october 2017 control limits. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed that the crimp balloon was torn and some of the balloon wings were folded back, the inflation balloon was bunched at the distal tip, a significant gouge on the innermost edge was present on the face of the flex tip (, the fine adjust lock was broken and the device was unable to be locked (as no fine adjust difficulties were noted during the procedure, this damage likely occurred during handling of the device or shipping after the procedure was completed). No other abnormalities were observed. Functional testing could not be performed due to the condition of the returned device (crimp balloon torn). Dimensional testing was performed on the wall thickness on the crimp balloon along the tear and was found to be in within specification. In addition, imagery was reviewed. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed based on the condition of the returned device (torn crimp balloon and bunched inflation balloon). Inspection of the returned device and review of lot history and manufacturing mitigations supports that no manufacturing non-conformance contributed to the complaint. On the component level, the balloons undergo multiple inspections, including the following: inflation balloon inspections; 100% dimensional inspection of the following inflation balloon features: working length, balloon diameter, proximal and distal leg ids, double wall thickness. The following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal and proximal ID, single and double wall thickness. The balloons are 100% visually inspected for crow¿s feet, fish eyes, gel spots and scratches. During manufacturing of the delivery system, the balloon is 100% is inspected/verified using a nogo gauge to ensure pleating and folding process. During the delivery system manufacturing, the balloon is 100% visually inspected by manufacturing for fold lines and distorted/pinched folds after pleating and folding is completed. Assembled devices also undergo 100% final inspection by manufacturing and quality for the following: fine adjust function, wing nut to locked position, fine adjust knob until slider reaches full capacity, verify balloon shaft and wing nut move together. In addition, visual inspection is performed to ensure the device is free from physical defects such as kinks and cracks, and loose or missing components prior to functional testing. The crimp balloon to inflation balloon bond tensile test is performed and the lot was found to have a lower tolerance 48n. This lot was accepted as this is above the lower specification limit of 38n. These inspections during manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of lot history revealed one additional complaint for ¿delivery system ¿ valve movement on balloon¿ the engineering evaluation is pending. A review of lot history revealed no similar complaints for ¿balloon ¿ torn¿ or ¿delivery system ¿ withdrawal difficulty through sheath¿. Review of complaint history reveals that the occurrence rate for the trend category ¿valve movement on balloon¿, ¿damaged¿ and ¿withdrawal difficulty¿ did not exceed the october 2017 control limits. Based on the review of the IFU and training manual in light of the reported complaint, no deficiencies in the IFU or training manual were identified. Review of imagery showed the following sequence of events: the valve was positioned in the native annulus with a gap between the distal marker and the distal end of the valve. The physician did not describe the valve moving relative to the markers when the flex tip was retracted. Therefore, it is not known if the valve moved after the flex tip was retracted or if the valve was not aligned completely during the valve alignment step. There was no imagery of the initial inflation attempt. The cine shows the flex tip pushed forward which caused the distal (inflow) end of the valve to partially flare. There was no contrast seen in the balloon at that time. The next cine shows the second inflation attempt with the valve partially expanded at the distal end. The flex tip is against the proximal end of the valve while the triple markers are visible inside the flex catheter. Per report, the flex tip was moved to this position after the initial inflation attempt was unsuccessful. During the second inflation, the distal end of the valve was inflated and the valve pushes off the balloon towards the proximal end of the balloon. The triple markers are still inside the flex catheter. Due to the inability to deploy the valve, the valve and delivery system are pulled back to the sheath. The distal end of the valve is partially expanded and is visibly larger that the sheath tip. It would not have been possible to withdraw the valve into the sheath. Contrast injection also indicates that the vessel is approximately the same size as the partially expanded portion of the valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed based on the condition of the returned device (torn crimp balloon and bunched inflation balloon). The complaints for ¿delivery system ¿ valve movement on balloon¿ was likely but cannot be confirmed based procedural imagery and complaint information provided. Inspection of the returned device and review of lot history and manufacturing mitigations supports the determination that no manufacturing non-conformance contributed to the complaint. As reported, the balloon was not able to inflate on the first attempt. There was no difficulty reported during de-airing of the device, suggesting that the balloon tear occurred after insertion, and during or prior to valve alignment. On the second inflation attempt, the balloon was able to be partially inflated with the flex tip forward, proximal to the triple markers. The flex tip at this location places the tear inside the flex shaft. This would partially obstruct the leak path caused by the torn balloon and may allow the balloon to partially inflate. Delivery system withdrawal difficulties were exacerbated by the procedural factors of the case. The initial inflation indicated that a leak in the system was present since the inflation media did not reach the balloon. At that point and per our training, the device should have been withdrawn before attempting a second deployment with an additional bolus of inflation volume. This second deployment, with the flex shaft pushed forward, led to the partial deployment which prevented valve retrieval. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. The location of the gouge shown in at the inner edge of the flex tip suggests that diving occurred in this case. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a root cause for the torn balloon was unable to be confirmed, it is likely that patient factors (tortuosity) thus potentially creating a leak in the system and/or procedural factors (residual fluid in balloon) contributed to the complaint. The observed tear likely contributed to the valve not being at the alignment marker. With the balloon torn, the balloon would have compressed at the distal end and separated at the proximal end when valve alignment was performed, moving the valve into position at the markers. However, when the flex tip was retracted in this situation, the balloon would be uncompressed at the distal end, pushing the valve proximally and putting it out of alignment with the markers. Tension on the delivery system during valve alignment can also contribute to valve movement on balloon. As discussed above, performing valve alignment at a bend or angle, and residual fluid left in the balloon during alignment can cause high alignment forces, leading to a buildup of tension in the system as the valve approaches the native annulus. When the flex tip is retracted and the tension is released, it could contribute to the observed movement. The following patient/procedural factors could also have contributed to the valve movement on balloon during retraction of the flex tip: residual fluid left in balloon prior to valve alignment and deployment can also cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in the valve appearing to not be properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. As a result, the potential valve movement is attributed to patient/procedural factors. The withdrawal difficulty was primarily attributed to the partially deployed valve, but the observed tear likely contributed to the observed complication. With the balloon torn, the wings would have been exposed. Based on the condition of the wing (folded outward), it is likely that the exposed wing caught on the sheath tip during delivery system withdrawal, resulting in the described difficulty. As a result, the withdrawal difficulty is attributed to procedural factors (partially deployed valve and torn balloon). In summary, the torn balloon material, which was likely caused by elevated valve alignment forces associated with patient anatomy or procedural factors, resulted in the initial leak and subsequent cascading procedural complications encountered upon further manipulation of the delivery system. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient factors (tortuosity) and procedural factors (balloon torn) may have contributed to the event. Review of complaint history reveals that the occurrence rate for these trend categories did not exceed the october 2017 control limits. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time. Per management discretion a product risk assessment for both balloon torn and valve movement on balloon have been initiated for further investigation.

Manufacturer narrative:
Correction - describe event or problem. Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during deployment of a 29mm sapien 3 valve in the aortic position, the balloon failed to inflate. During visual examination of the commander delivery system, ¿an apparent separation of the balloon from the shaft¿ was noted. Of note, one day post procedure the patient died from a complication of an injury to the aorta.